Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the rep was notified today (2024-09-12), that the patient ultimately had a complete explant of her system on (B)(6) 2024 due to infection. To the rep's knowledge, there were no environmental/external/patient factors that had led or contributed to the issue. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The rep stated that the patient was consulted today regarding a new implant and medtronic was present for this consult and learned about the previous events at that time. The patient's weight and medical history was asked but would not be provided due to legal/confidential reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.